Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level. It was also reported that air bubbles were observed in the cartridge and tubing. The customer reloaded the cartridge and resumed insulin therapy.